Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm as part of the post market advance study. Etbf2716c166e was successfully implanted, followed by the etlw620cl24e which was positioned in the left iliac artery and etlwl610cl24e placed in the right iliac artery. It was reported approx. 29 days post index procedure, that the patient experienced an upper respiratory infection. The patient was treated with amoxicillin (500 mg bid) and azithromycin (zpak) for 7 days and recovered 5 days later. The site assessed the upper respiration infection as not related study device, index procedure or underlying condition or disease. The sponsor assessed the upper respiration infection as possibly related to the index procedure due to timing of event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1620c124e (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2025; brand name endurant ii iliac stent graft; product ID etlw1610c124e (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.